Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external abrasion breaching the outer insulation exposing the outer coil due to friction to the device can was noted at 12.3cm to 12.7cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.